Event description:
Pt was showering in an elder care facility with a caregiver nearby when the rear leg of a shower bench bent. The user fell backward, hitting her head on the shower wall. She was taken to the emergency room for eval and was released without treatment.